Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-02328. It was reported the patient underwent surgical intervention to replace her scs leads because she was no longer receiving effective stimulation therapy. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.